Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states they were trying to transfer him and during the transfer the frame snapped,.that the frame seems to have snapped at the hole where the upholstery is punched.

Manufacturer narrative:
Additional/updated information was added to reflect the seat frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the seat frame tubing was broken at the upholstery insert on both sides. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat frame tubing was broken at two locations, at the same upholstery insert locations on opposite sides. The underlying cause could not be determined.

Event description:
Dealer states they were trying to transfer him and during the transfer the frame snapped,.that the frame seems to have snapped at the hole where the upholstery is punched.